Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. Reportedly, the pump fell and the touch screen became cracked, unresponsive, and unreadable; consequently, bolus delivery was not possible. There was no reported impact to customer's blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.